Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed one additional reocclusion complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right distal superficial femoral artery (sfa). Approximately 28 months after the index procedure, the patient¿s right distal sfa vasculature was reportedly reoccluded via duplex ultrasound (dus) imaging. No additional intervention has been performed at this time. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The purpose of this supplement is to notify the FDA that the event has been deleted since was not related to the device. H3 analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed one additional reocclusion complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right distal superficial femoral artery (sfa). Approximately 28 months after the index procedure, the patient¿s right distal sfa vasculature was reportedly reoccluded via duplex ultrasound (dus) imaging. No additional intervention has been performed at this time. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and is not available for further evaluation. No additional adverse patient effects were reported. New information: it was further reported that the vent has been deleted since it is not related to the device.